Manufacturer narrative:
Date sent to the FDA: 04/07/2011. (B)(4) - stress incontinence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2008. On (B)(6) 2008, the patient reported that her urinary stress incontinence was worsening. On (B)(6) 2010, the patient underwent an obturator sling procedure. The event is resolved.